Event description:
It was reported to philips the device is not working. There was no patient involvement.

Event description:
It was reported to philips that the device is no longer working. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty processor pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The customer was advised to replace the processor pca to return the device to working condition, however the material only service order was cancelled. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.